Manufacturer narrative:
Qn#(B)(4). The customer returned one spring wire guide (swg) within its advancer tubing and a lidstock for evaluation; no arrow-raulerson syringe (ars) was returned. Visual examination of the returned swg confirmed a large bend in the proximal end of the wire guide body. Microscopic examination confirmed both welds appeared spherical and fully formed. The swg body was bend located 0-40 mm from the proximal weld. The total length of the swg measured 703 mm, which is within specifications of 694-706 mm per swg graphic. The outer diameter of the swg measured 0.94 mm which is within specifications of 0.940-0.965mm per swg graphic. The swg was inserted into a lab inventory ars and 18 ga introducer needle to functionally test. The swg passed through both with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and ars and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. Do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report that the spring wire guide was found to be kinked in use was confirmed through visual examination of the returned sample. The returned guide wire had one large bend near the proximal end. No ars was returned. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Without the ars, the root cause of this complaint cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The swg (spring wire guide) is unable to push through the introduction syringe during use on a patient.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates the swg/ars resistance - kinked.

Event description:
The swg (spring wire guide) is unable to push through the introduction syringe during use on a patient.